Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure in a 90% stenosed left sfa, resistance occurred during stent deployment using the tuning dial and sliding lever. After the stent had been deployed approximately 1cm, the sliding lever could not be pulled back any further. The side port of the smart control unit was then flushed, and although resistance was still felt, the stent was placed in the intended location. However, the stent was found to be shortened by approximately 5cm in length. Two additional smart control stents were placed additionally to cover the entire target lesion and post-dilatation was conducted. It is unknown if the two additional smart control stents were going to be placed regardless of the reported shortening of the initial smart stent. The user was noted to have followed all instructions for proper deployment of the smart control stent. The procedure was completed without patient injury or any other issues. Films and/or still photos of the shortened stent are not available per the reporting affiliate. The target vessel was moderately calcified and tortuous, and access was made from the right femoral artery.

Manufacturer narrative:
During a stenting procedure in a 90% stenosed left sfa, resistance occurred during stent deployment using the tuning dial and sliding lever. After the stent had been deployed approximately 1cm, the sliding lever could not be pulled back any further. The side port of the smart control unit was then flushed, and although resistance was still felt, the stent was able to be placed in the intended location. However, the stent was described as being short by approximately 5cm in length. Two additional smart control stents were placed to cover the entire target lesion and post-dilatation was conducted. It is unknown if the two additional smart control stents were going to be placed regardless of the reported shortening of the initial smart stent. The target vessel was moderately calcified and tortuous, and access was made from the right femoral artery. The user was noted to have followed all instructions for proper deployment of the smart control stent. The procedure was completed without patient injury. Neither the product nor films and/or still photos of the shortened stent are available for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15016484 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.